Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked approximated 66.0 cm from the proximal hub. Conclusion: evaluation of the returned neuron max 6f 088 long sheath (neuron max) confirmed that the device was kinked. The device may become kinked within its packaging if the shipment or product display box were damaged during transit. Due to the return state of the device and lack of original packaging, the root cause of the reported kink cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for an embolization procedure, the hospital staff noticed that a neuron max 6f 088 long sheath (neuron max) was kinked within its packaging. The damage to the neuron max was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron max.